Event description:
The physician reported that the pt called after treatment with juvederm to report lumps and "boils" at the treatment site. The pt went to another doctor who prescribed oral cephalex and the adverse symptoms have since resolved. Along with resolution of the adverse symptoms the pt also reported no longer having the juvederm at the treatment sites. The initial treating physician did not observe the pt's alleged adverse symptoms and is unable to confirm the event. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.